Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The sales rep reported that during a rotator cuff repair that the bottom jaw broke off in the patient's shoulder. The broke piece was retrieved and no x-rays were received. The surgeon completed the procedure with a competitor's device with no patient consequences. There was a 5 minute delay in the procedure. The sales rep said the device broke when the surgeon was passing suture.

Manufacturer narrative:
The complaint device was received and evaluated. Visual inspection confirmed that the lower jaw is completely broken off. Additionally, the actuator is bent at the distal tip, where the lower jaw broke off. This type of failure is typically observed when clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess load on the jaws causing it to eventually break. Since this is a reusable device, this failure has possibly occurred after using it in this manner for many procedures. This can be attributed to rough mishandling of the device. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints for this lot of devices that was released to distribution. At this point in time, based on the overall complaint rate for this failure mode, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).